Event description:
Halo cutting forceps did not give end signal when it was supposed to cut. It took too long. Both spatula and halo were used.what was the original intended procedure?laparascopic supracervical hysterectomy, bilateral salpingo-oophorectomy, left ovarian cystotomy and sling procedure.device #1is this a laboratory device or laboratory test?no.